Event description:
An implantable pulse generator (ipg) system was returned from a funeral home with limited information. Information identified in the paperwork indicated the patient died approximately five months post implant of the ipg system. The cause of death was reported as cardiac arrest of unknown origin.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.